Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was damaged. The reservoir compartment had a crack and a plastic piece broke off. Her blood glucose level was 250 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump received with minor scratches on display window, cracked case on the display window corners and broken reservoir tube lip.